Event description:
It was reported that during central processing, the force bipolar instrument jaws were not opening. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer has provided all the information she could on the complaint.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the customer reported complaint. The instrument grips were open but unable to close during manual articulation. Additional observation not reported by site: the instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a 0.294¿ offset at the tips. .